Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that more contacts were no longer working on the leads. Database analysis result measured high impedances on electrodes. The patient will undergo lead replacement. Malfunction was suspected.

Manufacturer narrative:
Additional information was received that the missing eyelet of the clik anchor was removed from the patient's body. Sc-2352-50 (sn (B)(4)) the complaint was confirmed. All cables were fractured at the proximal end right at the retention sleeve. X-ray inspection confirmed the fractured cables. Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg passed all the required tests and revealed no anomalies. Sc-4316 (ln 14791783) one of eyelets of the clik anchor was missing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient was also having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg, leads, and clik anchors were explanted and new ipg and lead were implanted. It was not known what the cause of malfunction was, but it looked like the leads were broken and separated from the ipg. It was also believed that the leads were twisted below the clik anchors. The patient was reportedly doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 14791783, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that more contacts were no longer working on the leads. Database analysis result measured high impedances on electrodes. The patient will undergo lead replacement. Malfunction was suspected.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that more contacts were no longer working on the leads. Database analysis result measured high impedances on electrodes. The patient will undergo lead replacement. Malfunction was suspected.

Manufacturer narrative:
Additional information was received that the cause of malfunction could probably be lead breakage or lead not properly connected to the generator. The ipg will most likely be relocated during the revision procedure. Additional suspect medical device component involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that more contacts were no longer working on the leads. Database analysis result measured high impedances on electrodes. The patient will undergo lead replacement. Malfunction was suspected.